Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. Ctq-CAPA has been initiated to investigate customer reports of cryocyte bag breakages.

Event description:
The international distributor of cryocyte freezing container reported a customer experienced a broken cryocyte bag. The problem was observed after storage in vapour phase liquid nitrogen, before thawing. The patient received the contents of the broken bag and was treated with additional antibiotics (rozelin). Sterility testing was performed and the product was found to be sterile. Engraftment was successful. The duration of storage was approximately one month. The fill volume was 95-100ml. To seal the donor tubing, the donor tubing is sealed twice with a heat sealer and the upper seal is cut using scissors. A freezing press and overwrap were not used. Controlled rate freezing was used prior to storage in vapour phase. Cryopreservation and storage were performed in metal cassettes (280x140x8mm). The bag is transported only a few meters after filling, from the cleanroom to the lab, which is done in the metal cassette. A sahara device is used for thawing. The customer is unaware of any damage or deviation from standard procedure or recent changes in protocols, equipment, or personnel that may have contributed to the break. The sample has been requested by baxter, but has not yet been received.